Event description:
Additional information was received that there was oversensing due to noise. The lead was capped and replaced in (B)(6) 2022 and during an unrelated procedure in (B)(6) 2024, the rv lead was explanted.

Event description:
During a follow-up, there was noise observed on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.